Event description:
The pump was returned for investigation. Investigation revealed that the audio bolus button was unresponsive and the display screen was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 09/26/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/26/2013 with the following findings: during evaluation, the audio bolus button cover was found to be intact, but was unresponsive to button presses. The button cover was removed and the button was found to be inoperable due to a missing slug. Unrelated to the audio bolus button evaluation revealed a dim, discolored display screen. A test screen was inserted and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).